Event description:
User alleges that they had one event of the 20g tuohy needle braking and going into the patient. They had placed the needle and were taking it out to reposition, when they noticed that they only had half the needle.

Manufacturer narrative:
Results evaluation: smiths medical is anticipating the return of the sample involved in this event. If the sample is returned then a follow-up report will be submitted. History of this type of report reveals that it is possible that the user hit the bone and did not stop, therefore, breaking the needle. Our instructions for use has a precaution that states: to help avoid needle breakage do not attempt to straighten a bent needle; discard it and complete the procuedure with a replacement needle. If excessive resistance is met, do not force the needle as damage may occur.